Event description:
It was reported that procedure was cancelled. An angiojet ultra system console was used for thrombectomy procedure. During the procedure, it was noted that the system alerted an error 28. The procedure was not completed due to this event. There were no patient complications reported and the patient was stable.